Event description:
The customer reported the system displayed poor image quality, dark and grainy images. The customer rebooted the unit and completed the procedure without patient injury. The customer was in pulse mode when the problem occurred.

Manufacturer narrative:
The ge service rep could not duplicate the problem. No problem reported in error logs. Customer shot 1.0sec in pulse mode, possibly not enough exposure for unit to track in pulse. He reminded the customer that averaging is turned off during pulse to cause grainy image. Unit fully functional and operating as intended.